Event description:
It was reported that pump had an inoperable keypad. The customer was unable to select a care area due to an add'l keypad response. The pump was powered off then on, and upon entering the biomed options it was observed that 3 password digits were already entered.

Manufacturer narrative:
(B)(4). The sigma device eval found the #0, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #0 (basic) key will occur following the selected key's function (e.g. When the #1 key is pressed #1 followed by the #0 (basic) will be entered.) Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.